Event description:
The stapler fired prematurely. The stapler fired prior to releasing the safety or pulling the trigger. Then had to release the safety and fire in order to cut and then open the device. It was fortunate that the device did not need to be repositioned, thus no injury occurred.